Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 12:00 pm at home. He stated that he tested his blood glucose with his prodigy meter and received a result of 113 mg/dl. A normal result for that time of day is around 100 mg/dl. The end-user stated he took humalog before he had breakfast. Breakfast consisted of muffins and a granola bar. The end-user stated about 4 hours after testing he was found unresponsive by his wife. He stated that his wife called paramedics who arrived in less than 5 minutes. No medication or food was consumed while waiting. Paramedics tested his blood glucose with their meter and got a result of 22 mg/dl. The end-user was given a glucose solution by IV and told to eat something. The end-user did not disclose what his blood glucose was before they paramedics left. The end-user performed a control solution test and received a 59 mg/dl. No additional information was provided.